Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up. During an attempted software update, the pacemaker entered backup vvi mode and was unable to interrogate. The device was later able to be successfully restored. Patient was stable after the event.